Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced issues with infusion sets due bent cannula event on (B)(6) 2026. The site of insertion was abdomen, and the infusion set was in use for few hours. Due to the event, patient¿s blood glucose level was high and was treated with insulin pen shot.